Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device no longer inflating the patient had his inflatable penile prosthesis (ipp) removed and replaced. Upon explant, there were no obvious signs of a fluid leak or air in the system. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and 100ml reservoir were implanted. No further complications were reported in relation to this event. Should additional information be received a supplemental report will be filed.